Event description:
A caller reported that a pump was allegedly not delivering boluses. Technical support advised the caller that the pump history showed boluses were being delivered as expected, and the caller understood and acknowledged this information. The customer experienced an elevated blood glucose level, value was not provided and went to the emergency room and subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.